Event description:
Attempted to place double ported 20g in patient. Noted significant resistance after skin was pierced and attempting to cannulate vein which was abnormal. When pulling back, noted needle had pierced the catheter rendering it useless and caused need for additional attempt on a frail patient with extremely poor access. Ref 383536, lot 3116956, (B)(4).